Manufacturer narrative:
H3 product was returned and visual findings noted some minor fraying and fibers stuck in the velcro. No other visible damage observed. Evaluation found the sensor belt was able to intermittently connect to the fall monitor whether or not the belt was fastened. The belt was only able to connect when manipulated, likely causing the exposed black and green wires to contact the conductive fabric on the red wire side of the circuit. The black and green wires were found to be severed at the base of the eyelet ring terminal, indicating that the wiring may have been stretched, pinched, or otherwise mishandled. After the broken wires were attached to the eyelet by hand, the sensor belt was verified to function as intended. The instructions for use IFU were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states never jerk or pull on cord to remove plug from alarm. Doing so may damage the cord or plug and may cause the belt to fail. Always use plastic tab to release the plug. If velcro straps become wet, alarm may not sound. Excess moisture may prevent sensor from activating, increasing risk of injury. If straps become wet, discontinue use until completely dry. If necessary, use a stiff brush to remove dust and lint from hook- and-loop. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported trialing headstart belts. Used 8398 for 8 days on a patient and the belt stopped alarming. No patient injury or incident. Lot 2237t141. No patient incident or injury was reported.